Event description:
It was reported by service report that the right side lift here labels were illegible. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Lift here label.